Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a site/set/cart (cartridge issue) issue. It was reported that the patient changed to new cartridge and filled it to 200 units. Reportedly, the cartridge plunger was stuck on the piston in the compartment and it pulled off of the cartridge. The patient then noticed insulin coming out of the compartment. The patient denied any damage to the piston in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 09/17/2013 ¿ device evaluation: the cartridge was not returned; a retained cartridge from the cartridge lot was pulled and evaluated by product analysis on 08/21/2013 with the following findings: a leak test was perfomed with no leaks being observed from the luer connect, orings, or anywhere else in the cartridge. A cartridge force test was performed and the force readings were within specifications.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.